Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Scrub tech informed me that once they deployed the bag it completely fell of the prongs and they had to open a different bag. Additional information was received via telephone on (B)(6) 2018 from applied medical account manager associate- the prongs were fully exposed inside the patient. No patient injury occurred. The device was replaced and the case continued. The device is available for return. The applied ama sent the complaint through the ibpm app the same day of the procedure; however, the complaint form did not go through due to a technical problem. The information is now being submitted. Patient status: no patient injury occurred. Type of intervention: they had to open a different bag.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant¿s experience could not be replicated or confirmed. In the absence of the event unit, it is difficult to determine the exact root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Scrub tech informed me that once they deployed the bag it completely fell of the prongs and they had to open a different bag. Additional information was received via telephone on 09oct2018 from applied medical account manager associate- the prongs were fully exposed inside the patient. No patient injury occurred. The device was replaced and the case continued. The device is available for return. The applied ama sent the complaint through the ibpm app the same day of the procedure; however, the complaint form did not go through due to a technical problem. The information is now being submitted. Patient status: no patient injury occurred. Type of intervention: they had to open a different bag.